Event description:
A nurse reported that a patient who had acinetobacteria was bronched and the doctor used the same instrument on a second patient three hours later. The instrument was reported to have been cleaned with cidex opa prior to use on the 2nd patient. This complaint is focused on th 2nd patient who stayed in the hospital after the procedure and was prescribed tobramycin and colymyacin for the bacteria. The 2nd patient died one week after the procedure. The 2nd patient had lung cancer and customer stated that the bacteria is non-pathogenic and not that kind of organism that would be fatal. It was reported that death was due to the lung cancer. There were no reports of complications with the 1st patient. The customer is waiting for dna results of the bacteria found on both patients one and two. She is also concerned that may be the doctor was the one that may have contaminated the instrument. Customer will give us the result of the dna. Asp customer care reviewed with the customer the type of bacteria that cidex opa is effective against.